Event description:
It was reported that the anchorfast endotracheal tube was applied to the patient on (B)(6) 2015. Redness was reported on (B)(6) 2016 and an unstageable pressure ulcer was observed. A dressing was applied to the upper lip. No further information is available.